Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported the during surgery a tip broke off a device. The surgeon was able to remove it with the use of a microscope.

Manufacturer narrative:
No product was returned. No product is available and therefore and analysis is not possible. No CAPA is necessary.